Manufacturer narrative:
(B)(4). Concomitant medical products: 192411 echo por fmrl stem 307380; 139258 m2a-magnum 42-50m tpr 496010; 157450 m2a-magnum mod head 012580. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00348.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. The patient was revised due to metallosis nine years post implantation. During the revision metallosis was debrided, trunnion and acetabulum had no noticeable wear was noted and remained implanted. The head was exchanged without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, h2, h3, h6. Reported event was confirmed by review of medical records and examination of product sample. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: posterior lateral approach, metallosis was found. Debridement of metallosis was completed. Trunnion and acetabulum no wear and remained implanted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.